Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove. Under fluoroscopy, it was noticed that the locator wings were slightly open. The device was opened using a clamp and the internal parts were manipulated without using force so that the device could be removed from the patient anatomy with the locator wings closed. Manual compression was applied to achieve hemostasis. There were no other adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.